Event description:
Caller reported a malfunction on the pump, specifically mentioning a malfunction 9 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, and advised the caller to contact them again if the malfunction code recurred. Customer understood the instructions provided.